Event description:
A patient reported that their pump battery did not last as long anymore. There was no adverse impact to the customer¿s blood glucose level. The patient declined further troubleshooting.